Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, the monitor had displayed black and not shown any image, and the display processor had not been visible due to a failure of the printed circuit board. Additionally, the issue of color bars being displayed on the monitor having no image was not confirmed. Therefore, a definite root cause for the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center display was not visible, but the processor was turning on and no image was produced.. The issue occurred during maintenance. There were no reports of patient harm.